Event description:
Reporter indicated a patient had high lead impedance readings at an office visit. X-rays were planned. The reporter has been advised to disable the vns. Further attempts for information are in progress,

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.